Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a one-link luer activated device during infusion. The reporter indicated that the device was connected to a hep-lock, and that flow had been confirmed after priming. There was no patient injury or medical intervention associated with this event. No additional information is available.